Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to software failure of the pcu causing error code 800.8000. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/12/2019 to present date 11/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an alarm- error code/ message. No patient involvement was reported.